Event description:
It was discovered by medtronic neurosurgery during literature review that a (B)(6) woman, who was (B)(6) pregnant, underwent insertion of a vp shunt for hydrocephalus, secondary to a bithalamic glioma. According to the article, two months later, she represented with symptoms of raised intracranial pressure and mr scan revealed increased ventricular size. The article stated that on exploration of the shunt, manometry with saline confirmed blockage of the catheter distal to the valve. According to the article, on re-opening the abdominal wound, the peritoneal catheter was found to be knotted, 2cm from the end. The article stated that this segment of the catheter was replaced, with resolution of symptoms, post-operatively.

Manufacturer narrative:
The reported events were found during review of scientific literature. The reported events did not match information previously received by medtronic neurosurgery. It was not possible to contact the corresponding author as no contact information was provided in the article. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.